Event description:
It was reported that a plum 360 experienced an intermittent discrepancy in the volume infused (vi) and the volume to be infused (vtbi) during total parental nutrition (tpn) infusions. These issues are thus far restricted to one nursing unit at children¿s only; no other campuses are affected. Some smaller volume discrepancies with other meds have occurred but were noted to be within the +5% accuracy range for the pump. The pump was manually programmed in multistep with the pharmacy label volume of 1082 ml and the intravenous (IV) tubing priming volume of 28 ml. The vtbi left on the pump was 109 ml. The volume in the bag is ~50 ml and vi is 924 ml. The rates for the last 2 steps of the programs were 49 ml/hr and 26 ml/hr. There was patient involvement but there was no harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Engineering evaluates the pump delivered accurately within design tolerance. The n190 proximal occlusion or air alarm is consistent with the line a bag running dry. Engineering notes that the total volume infused on line a (over all steps) was 1008.5 ml while the initial user-entered diluent volume was 1032.0 ml for a delta of 23.5 ml. This is exactly equal to the remaining volume to be infused in line a, step 3 program. Engineering further notes that priming a plum cassette may typically use about 19 ml for a remaining delta of 4.5 ml. 4.5 ml is 0.4% of the specified diluent volume of 1032 ml. Engineering evaluates that the pump operated correctly and delivered accurately per design and the probable cause of the bag running dry was the pump programming not accounting for plum set priming volume and the possibility the initial bag volume was low by 0.4%. Additional information: product received 9/30/2022.